Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendectomy and inguinal hernia repair, the device would not open after tissue was clamped. The unit was turned off and turned back on and the surgeon manipulated the piece of equipment and it released. Another device was opened for the rest of the case. No extended hospitalization, no extended surgery time, no extended surgical incision. No part of device fell into patient and no extra blood loss.